Event description:
A surgeon reports that a pt is experiencing a temporal shadow in the visual field following intraocular lens implant surgery. The surgeon has treated the pt with constricting drops to alleviate symtoms. The surgeon reports observing concentric rings on the lens optic when examining the pt under slit lamp. Additional info has been requested.